Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 9 months. The pump remains in use supporting the patient. Approximately 13.5 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Upon removal of the outer silicone sleeve, minor breakdown of the braided shield was observed near the metal connector. Visual inspection of the underlying wires revealed a breach in the black wire insulation at approximately 13¿ from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The reported low speed alarms and pump stoppages would have occurred as a result of the exposed conductors of the black wire contacting the shield and shorting to ground while the system was connected to the power module. Review of the submitted log files confirmed a transient pump stoppage occurred on (B)(6) 2016 at 06:15 which resulted in low speed advisory/hazard alarms. Review of submitted x-rays did not indicate any areas of concern on the internal or external portions of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to a low speed alarm and pump stoppage event. The patient was asymptomatic. Review of the submitted log file by the manufacturer's technical services representative revealed a pump stoppage event. The submitted x-ray images showed that the internal and external portions of the driveline were unremarkable, however, the image quality appeared to be poor. The customer requested an ungrounded patient cable to be provided to the patient for power module connection. On (B)(6) 2016, the manufacturer's technical service representative performed an on-site evaluation of the patient's driveline. An electrical continuity test did not reveal any broken wires. An external driveline replacement was performed by the manufacturer's technical services representatives. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient would be monitored in-house and then discharged home. No additional information was provided.